Manufacturer narrative:
The device passed electrical testing and performed as anticipated. Therefore, we can state that it did meet specification and no malfunction was observed. The investigation is still continuing to try to determine any potential root causes.

Event description:
During a laparoscopic supracervical hysterectomy, the pt suffered a burn on the abdomen at the trocar insertion site.